Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.  To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent lower caesarean section on (B)(6) 2016 and suture was used. During the procedure, the needle broke during suturing. This occurred after 4 to 5 passes through the uterus. The procedure was completed with like device with 10 minutes delay. All the needle pieces were retrieved from the patient and no additional dissection was required. No further information is available.